Event description:
It was reported that the patient underwent a procedure for posterior lumbar fusion at l4-5. During final tightening of a pedicle screw, the tip of the driver was broken inside the setscrew. The broken fragment was removed from the patient and the surgery was completed. There were no patient complications.

Manufacturer narrative:
Visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.